Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported the customer experienced an elevated blood glucose (BG) level of 22 mmol/L; cause was due to occlusion alarm. Customer delivered a correction bolus via pump to address BG level. Customer changed pump supplies to address the issue.